Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the issue was resolved and customer continued using pump for insulin therapy.